Event description:
The customer reported that a snap from the device broke and fell into the pt. The snap was removed via suction. There was no add'l blood loss as a result. There was not pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.